Manufacturer narrative:
Pump was received with unexpected failed battery alert/battery failed alarm. Unable to perform the sleep current measurement, active current measurement and self test due to unexpected failed battery alert/battery failed alarm. Unable to download history files and traces using thump due to unexpected failed battery alert/battery failed alarm. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. A working test pcba 2 was used with the original pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and failed battery alert/battery failed alarm noted. Unexpected failed battery alert/battery failed alarm was confirmed suspected on the pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Unable to perform the required testing, download history files and traces using thump due to unexpected failed battery alert/battery failed alarm. Unexpected failed battery alert/battery failed alarm was confirmed suspected on the pcba 2. Power problem-battery loss unable to confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced repeated battery failed alarms after receiving a replace battery alert. The customer reported no adverse event. The event involved product mmt-1880l. Troubleshooting was performed and included verifying proper battery installation, advising a pump restart, and attempting to document active insulin settings; however, the customer was unable to complete all troubleshooting steps and continued to receive battery failed alarms. The customer was instructed to discontinue use, revert to a backup plan per healthcare professional instructions, and place the pump in storage mode; pump replacement was arranged. No harm requiring medical intervention was reported. Mmt-1880l was requested, and the customer's response was that the device will be returned.